Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2016 with the following findings: investigation revealed a cracked battery compartment. In addition, the pump powered on to a call service alarm cs69 which was unable to be cleared. Unrelated to these issues, the audio bolus button was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on (B)(6) 2016. Investigation revealed a cracked battery compartment. In addition, the pump powered on to a call service alarm cs69 alarm which was unable to be cleared.